Manufacturer narrative:
The device has been returned for evaluation. Once analysis has been completed, a supplemental report will be submitted.

Event description:
Medtronic received information that as the apollo catheter was being loaded into the navien catheter the catheter was having difficulty advancing. It was also noticed that the syncro wire would not advance or move in the catheter. The apollo catheter was removed for inspection and it appeared the wire was coming out of a hole or break in the apollo, proximal to the detachable tip. This occurred just as the catheter was being introduced into the navien. The apollo never advanced past the hub. The catheter was replaced with a similar model and the new catheter worked fine. No patient symptoms/injury associated with this event. The patient presented with weakness and confusion, and was receiving embolization treatment for a dural av fistula. The vessel tortuosity was normal and the access vessel was the left external carotid with access diameter of 2.5mm. The device and any accessory devices prepared as indicated in the IFU. The apollo tip was not shaped. The catheter was flushed as indicated in the IFU. There was no friction or difficulty during insertion of the guidewire/stylet and there was no other damage to the apollo aside from the puncture in the distal end. There was no vessel damage as the catheter/wire was not advanced into the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated - additional information h6. Evaluation codes - device evaluation h10. Additional manufacturer narrative - device evaluation the apollo micro catheter was returned for analysis. The pushwire of the guidewire (non covidien/medtronic product), was found to be protruding from the catheter hub for ~32.8cm. The guidewire was found to be protruding for ~1.0cm from the micro catheter body at ~5.0cm from the micro catheter distal tip. The guidewire could not be pushed forward or removed; therefore, could not be removed from within the micro catheter lumen. No other anomalies were observed. Based on the device analysis and reported information, the event was confirmed as the returned apollo micro catheter was found to be punctured. However, the cause could not be determined. Per the apollo onyx delivery micro catheter IFU (instructions for use): ¿the silverspeed .010 and the mirage .008 have been qualified for use with the apollo. All products are 100% inspected for damages and irregularities during manufacture.